Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve was not received. The obturator was not received. A functional evaluation found that the device passed an air leak test. The cannula tip was checked with a 221. Pin gauge and was in spec. No resistance was noted. The trocar was opened to examine the duckbill, a minimal amount of lube was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an laparoscopic roux-en y procedure, the inner diameter of the cannula was so tight that a 5 mm grasper got stuck in it when they were attempting to test the trocars. They then used another device to resolve the issue in order to complete the case. There was no patient injury.